Event description:
The patient underwent the surgery with the g3 trochanteric nail and u-blade. After surgery, the patient fell while walking. On (B) (6) 2008 , the patient was revised. The surgeon removed the implants and changed to the g3 long nail, and the procedure was completed without problem. Afterwards, the surgeon found that the base of the removed u-blade broken. During revision surgery, the surgeon removed the u-blade.

Manufacturer narrative:
Revision surgery will be reported on per (B) (4). Additional information has been requested, and if received, will be reported on a supplemental report.